Event description:
It was reported that this right ventricular (rv) lead perforated the apex into pericardium which was confirmed through x-ray and high capture thresholds. Patient had pain and discomfort due to the perforation. The lead was repositioned and remains in service. No additional adverse patient effects were reported.